Event description:
The pump did not sound an audible alarm tone during an alarm condition. The pump was programmed in an unspecified mode to deliver unspecified concentrations of lidocaine, nitroglycerin, and dobutamine. No specific programming parameters were provided. After an unspecified length of time, the nurse noted that the patient's blood pressure increased to an unspecified level. At that time, it was noted that the pump display was flashing for an empty container and the therapy was resumed. The patient's blood pressure decreased to an unspecified level. There were no reported adverse patient sequelae. During testing at the user facility, the device sounded an audible alarm tone during an alarm condition. Though requested, no additional information was provided.